Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and self-treated with "own insulin" (type/dose unspecified) prior to unspecified third-party treatment by a non-healthcare professional and contact with a healthcare professional (hcp). The hcp performed a blood glucose measurement with unspecified result, prior to providing third-party treatment of "specially injected insulin" (type/dose unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11, 224 & 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. Performed a source measure unit (smu) test which indicated no accuracy issues with the sensor. Poise voltage was performed and results were within specification, indicating the sensor¿s electronics were functioning as intended. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and self-treated with "own insulin" (type/dose unspecified) prior to unspecified third-party treatment by a non-healthcare professional and contact with a healthcare professional (hcp). The hcp performed a blood glucose measurement with unspecified result, prior to providing third-party treatment of "specially injected insulin" (type/dose unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and self-treated with "own insulin" (type/dose unspecified) prior to unspecified third-party treatment by a non-healthcare professional and contact with a healthcare professional (hcp). The hcp performed a blood glucose measurement with unspecified result, prior to providing third-party treatment of "specially injected insulin" (type/dose unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.